Event description:
Langston catheter (teleflex) proximal port clotted. This produced inaccurate pressure measurements and made it difficult to diagnose severe aortic stenosis. Also routine flushing of the catheter could have sent a clot into the central circulation and caused stroke. Since teleflex put langston catheters back on the market, this is the second one I have used. The first one also had inaccurate pressure measurements. That is, pressures measured in the aorta were different between the proximal and distal ports. Thus, 2 out of 2 langston catheters I have used since they were re-introduced have produced unreliable and faulty pressure measurements. Incorrect measurements can produce inaccurate assessments of aortic valve area which can lead to mis-classification of severity of aortic stenosis which can lead to failure to treat severe life-threatening aortic stenosis or inappropriate replacement of aortic valves that are not severely stenosed.